Manufacturer narrative:
Trackwise - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, while harvesting they noticed that the tip of the bisector had peeled back. They sated that the covering did peel back. A new device was opened to complete the procedure. No injury to the patient.

Manufacturer narrative:
Internal complaint number: (B)(4). Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaint was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period sept 2019 through aug 2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device/testing of raw/starting materials: (10/13/22) the device was returned to the factory for evaluation on 08/13/2021. An investigation was conducted on 08/23/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be flexed and bent away from the hot jaw from the base to the tip of the hot jaw with detachment at the tip. The clear silicone insulation on the hot jaw was observed to be peeled at the tip of the hot jaw exposing the metal portion of the hot jaw. The clear silicone insulation on the cold jaw was observed to be intact, no visual defects were observed on the cold jaw insulation. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "peeled" was confirmed as well as confirmed for the analyzed failure "material twisted/ bent wire".

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, while harvesting they noticed that the tip of the bisector had peeled back. A new device was opened to complete the procedure. No injury to the patient.